Event description:
Doctor indicated fracture of locator abutment. One screw piece got stuck in implant. Patient was rescheduled for implant removal.

Event description:
Doctor indicated fracture of locator abutment. One screw piece got stuck in implant. Patient was rescheduled for implant removal.